Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00811400100, lot number: unknown, brand name: m/l taper stem; catalog number:010000847, lot number: 6395234, unknown brand name: g7 acetabular liner; catalog number:00801803202, lot number: 64043143, unknown brand name: femoral head. Report source: foreign source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02739. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient was treated with oral antibiotics and admitted for superficial infection approximately 20 days post implantation, attempts have been made and additional information on the reported event is unavailable at this time.